Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2013, inratio: 4.2. Date: (B)(6) 2013, inratio: 6.1, lab: 1.5 (within 2 hours). Therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.